Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that there is battery leakage in the battery compartment next to the moisture indicator. The moisture indicator shows moisture. The battery door is missing. The unit does not power up with batteries, but powers up with a 9-v adaptor and passes functional tests. Note: instructions for use state that batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).